Event description:
It was reported that when the pump was accessed, the expected reservoir volume was 5.8ml but 20ml of yellow fluid was aspirated; the health care provider (hcp) did not think she felt the rubber stop when aspirating. The reporter was concerned that the fluid removed was urine. It was stated that the patient had a supra pubic catheter that was blocked and was removed and replaced approximately two weeks ago. When it was removed, there was bloody drainage; hcp was concerned that the pump problem was due to the catheter problems. The fluid was sent for testing. It was also noted that the pocket was "spongy and after aspirating it seemed to decrease." The hcp did not want to access the pump again, because she did not want urine or infection to get into the pump; it was estimated that there would be approximately 11 days-worth of drug remaining in the pump. Drug delivered via the device was baclofen 2000mcg/ml at a daily dose of 700mcg. Additional information was requested but was not available as of the date of this report.

Event description:
Additional information: the health care provider later reported fluid in pocket around the pump. On (B)(6) 2012, they aspirated the fluid and sent it to lab for analysis. The fluid was analyzed and determined to be serous fluid. The patient returned to the office for a pump refill without problems. There was no reported patient injury. The pump delivered compounded baclofen.

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During the initial pump refill, it was noted that the physician did not feel any negative pressure when aspirating the fluid. The patient¿s mother had a bottle of urine that she had just drained out of the patient¿s catheter and the aspirated fluid looked to be the very same color.

Manufacturer narrative:
(B)(4).